Event description:
It was reported that the right ventricular lead exhibited high impedance and noise reversion episodes. The device was reprogrammed and remained implanted. No patient symptoms were reported.

Manufacturer narrative:
.